Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed a versacross connect access solution kit and 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient went to the emergency room (ER) on (B)(6) 2025 complaining of chest pain. The patient was found to have a trivial pericardial effusion and was admitted overnight. On (B)(6) 2025 the effusion was noted to have gotten smaller, and the patient was discharged home on colchicine for pericarditis. The patient returned to the hospital on (B)(6) 2025 with a large pericardial effusion and pericardiocentesis was performed and 800ml of blood were drained. The patient is expected to fully recover. The device return status is unknown. It was further reported: the patient was discharged on (B)(6) 2025. The device is not expected to be returning. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Update to the initial MDR in blocks: b5.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. It was reported that during a left atrial appendage (laa) closure procedure, a versacross connect access solution kit was selected for use. A 24mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient went to the emergency room (ER) on (B)(6) 2025 complaining of chest pain. The patient was found to have a trivial pericardial effusion and was admitted overnight. On (B)(6) 2025 the effusion was noted to have gotten smaller, and the patient was discharged home on colchicine for pericarditis. The patient returned to the hospital on (B)(6) 2025 with a large pericardial effusion and pericardiocentesis was performed and 800ml of blood were drained. The patient was not under antiplatelet drugs at the time of the event. The patient was on warfarin prior to procedure and was subtherapeutic the day of the patient is expected to fully recover. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.